Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
The issue was isolated to the head sensor cable. The head sensor cable was replaced and the bed functioned to specifications.